Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was later reported that the manufacturer's consultant did not have the explanted products and therefore they have been discarded by the hospital.

Event description:
On (B)(4) 2012 it was indicated that the patient had been referred for surgery due to a possible lead issue. On (B)(4) 2013 it was reported that the vns patient had undergone a full revision surgery on (B)(6) 2012 due to high impedance/lead discontinuity. The patient's implanted product information was requested from the implanting hospital but the medical records department reported that they require patient consent in order to provide that information to the manufacturer. Since patient consent is not available, the product information cannot be obtained at this point in time. Good faith attempts for further information from the physician were unsuccessful. Attempts for the return of the explanted products are underway but they have not been received by the manufacturer to date.